Event description:
The facility representative reported failure code 814:04. Information was not provided regarding whether or not the failure occured during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary: a request for the return of the device has been made. Should the device be received for evaluation, a follow up report will be filed upon completion of an evaluation or if any additional information becomes available.